Event description:
This pt underwent ptca with the expandable stent on 1/3/95. The device failed to deploy, and a portion of the stent would not collapse for removal. Despite multiple manipulations of the wire and balloon sheath apparatus, the device could not be removed. The pt was taken to the operating room for urgent bypass surgery.